Event description:
As reported, during laparoscopic umbilical hernia repair procedure on (B)(6) 2022, the surgeon used the ventralight st w/ echo 2 device. It was reported that during the procedure one 12 mm port (for mesh insertion) and two 5 mm ports (for scope and fixation device) were used. As reported, after inserting the mesh, the 12 mm port was removed. Once the mesh was tacked into place, the surgeon grabbed the thinnest end of the echo 2 positioning system with a grasper, lining up the wire with the grasper and removed it through the 5 mm port. As reported while removing the echo 2 positioning system through the 5 mm port the white cover (frame) around the wire tore into two pieces and the entire wire come out of the frame. The surgeon verified that all pieces were accounted for. There was no patient injury as a result.

Manufacturer narrative:
As reported, following fixation the surgeon removed the echo 2 positioning system through a 5 mm trocar. The instructions-for-use (IFU), supplied with the device recommends the use of a 10 mm trocar for the product code (5990011) used. The sample was not returned for evaluation. Based on the information provided and without having the sample to evaluate, a definitive root cause cannot be determined. However, the most possible root cause is that the issue presented due to the use of the 5 mm trocar which is smaller than the recommended size per the IFU. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported.